Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Liver at what location on the tissue? Hepatic portal vein. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unk. If echelon, during which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? Unk. If so, which product? Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The customer confirmed there was no additional monitoring of the patient as a result of the issue.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a liver procedure that the surgeon had fired the device on the right hepatic portal vein and the staple were not formed properly and the staple line opened when they checked it for leaks; the procedure was completed with a new like device. There was no bleeding or leaking reported. The note stated the patient was monitored after the procedure and no consequence has been reported.